Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 61-year-old male underwent impella cp support via right femoral arterial percutaneous access for the indication of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage c. The impella cp was implanted on (B)(6) 2026 at approximately 9:00 pm. After initiation of impella support, hematuria was noted, evidenced by bloody urine observed in the foley catheter bag upon morning rounds. The treating physician assessed the device position as appropriate and stated the event was not believed to be impella-related, attributing the finding to patient agitation and ¿thrashing¿ movements during the night and early morning hours. No clinical intervention was required. Based on the available information, this event involved post-implant hematuria with no confirmed causal relationship to the impella cp device, which functioned as intended, with the patient surviving and recovering following successful weaning and explant.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.